Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the cause of the motor stall was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
The manufacturer device registration system indicated that the pump was explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 349.5mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation. The motor stall was active and the patient did not recently have an MRI. On 14-nov-2017 additional information was received that reported the healthcare provider had contacted the company representative who stated that for 27 hours the pump stalled and then recovered. The reporter did not know if the patient had heard the pump alarm and if the if the event logs had been accessed and reviewed. Per this reporter, the patient was at home and the patient symptoms were "mild itching with no tone issues". Troubleshooting options were discussed and the reporter would confer with the healthcare provider and the patient. No further complications were reported.